Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got multiple pump errors. The blood glucose level was 82 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. The motor arm cannot communicate with the main arm and software error detected found in the insulin pump history due to software error.